Event description:
After review of medical records, it was reported that the patient received a right knee insert revision to treat pain, stiffness, swelling, and mild instability. Upon entering the joint the surgeon evacuated joint effusion and treated extensive synovitis with a complete synovectomy. The surgeon notes that all components were well-fixed with no sign of loosening. A large 7-8 mm osteophyte was removed from the posterior femur and a small bone overgrowth was removed from the patella. The surgeon excised some areas of hypertrophic bone from the tibia. The surgeon notes that the synovitis and hypertrophic bone were secondary to the inflammation caused by the irritation caused by the large femoral osteophyte. The femoral component, tibial tray, and patella were retained. The tibial tray was revised with depuy aox cr insert. The procedure was completed without complications. Review of the clinical database confirm that the revision was performed on the right knee. Doi: (B)(6) 2021, doe: unk (right knee aspirations), dor: (B)(6) 2021 (insert exchange).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. The device was also reported on (B)(4) as the patient experienced adverse events on different days with the same device. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays and photographs were reviewed. It is not possible to confirm a depuy's product failure as well as a relation between the adverse event and the reported product. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Subject ID: (B)(6). Study: (B)(6). Clinical notification received for revision of right knee to address pain/stiffness. Date of implantation: (B)(6) 2012, date of revision: (B)(6) 2021, (right knee). Treatment: exploration and osteophyte removal with revision of spacer.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.